Event description:
05438 blender alarm 2 blender alarm is no function. Turns out that there is only one faulty blender alarm assy p/n 05436 and it is from a microblender not an 8400sti. As listed on the clientele call #.